Event description:
Event: pt death 24 hours post op. The pt was reported to have a ruptured aneurysm. The physician attempted to treat using an ancure endograft. Access was not easily achieved due to the pt's calcific anatomy. The expandable sheath was inserted with difficulties. All attachment systems were deployed without any problems. Upon removing the device from the pt, the jacket guard became stuck in the graft limb. When the physician pulled the device, the quadlumen broke and separated from the jacket guard. A flank incision was made to access the artery. The limbs were surgically removed and the graft was sewn into an open prosthesis. Due to health problems, the pt could not be stabilized. There was reported 600cc blood loss. The pt expired 24 hours post op.